Event description:
It was reported that the patient had the artificial urinary sphincter removed on an earlier unknown date due to erosion. No new device were implanted at the time of removal surgery in order to allow the urethra to heal. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted with no complications on (B)(6) 2018.